Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. A cut was noted in the lead approximately 210-220 millimeters from the terminal pin at the suture sleeve tie down site. The helix was retracted and blood/body fluid noted in the helix housing. The lead was noted to be electrically continuous. Additional tests were not performed due to the cut in the lead.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and pacing inhibition. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported.